Event description:
The threaded portion of the driver/extractor broke in the hole of the stem. There was no adverse consequence for the pt.

Manufacturer narrative:
Results of engineering testing proved that if the device was seated properly to the stem, the device would withstand the forces of impacting. If the inner rod is not properly seated and tightened to the stem, the rod will not be able to withstand the forces of impacting.